Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause is caused by no communication. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was evaluated and the allegation was confirmed. The root cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.